Event description:
It was reported that an asymptomatic patient presented in clinic for follow-up. The device was found to be in backup vvi mode. The device was noted to be at eri. Device replacement will be scheduled.

Event description:
Additional information received indicated that the patient was well before, during and after the procedure. Patient was not pacemaker dependent.

Event description:
New information received indicated that the device was explanted and replaced. The device was at eri. No further information available at this time.